Event description:
On (B)(6) 2006, the pt was implanted with two gore excluder aaa endoprostheses; a trunk-ipsilateral leg component and a contralateral leg component. On (B)(6) 2010, the pt was implanted with two additional gore excluder aaa endoprostheses; two aortic extender components. No further info was provided.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.